Event description:
It was reported that high lead impedance was received on system diagnostics at a f/u appointment with the treating neurologist. The pt denied trauma to the site or manipulation. The treating neurologist indicated he would program the pt's device off and refer the pt to the surgeon. Moreover, good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.